Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s therapy did not seem to be working. She was working out in the yard yesterday, (B)(6) 2016, and felt a jolt in her bicycle seat/groin area but on the left side. Lately she had to go to the bathroom so much more. In regards to stimulation the patient felt absolutely nothing. It was confirmed stimulation was on, on program 4 at 4.75v. An appointment with a healthcare professional (hcp) and manufacturing representative (rep) was scheduled for (B)(6) 2016. It was noted that the return of symptoms started about two weeks ago in (B)(6) 2016. It was mentioned that the patient had lost therapy one time and realized stimulation had been turned off. It was unknown when this occurred. It was also noted that the patient had a hernia on the left side, and the device was implanted on the right side. She saw her primary care physician (pcp) and was diagnosed with a hernia and would be seeing a specialist on (B)(6) 2016. It started at the end of (B)(6) and beginning of (B)(6), and worsened at the end of (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.